Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h2: additional information: block a1 (patient identifier), block b5 (describe event or problem) and block e1(initial reporter city & initial reporter zip/post code) has been updated based on the additional information received on march 13, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and visual inspection was performed and it was noted that only the ligator housing was returned. The bands were overlapped, and the teeth were damaged. During the media analysis, it was observed that the photos provided were not related to the speedband superview super 7. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that this failure mode could be related with the technique used by the physician or the way the device was being handled when trying to deploy the bands with the handle. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. It could also be a possibility that depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure, making the bands not able to deploy accordingly. The marks on the ligator housing teeth imply that the device might have been used with too much force in order for the teeth to get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth damaged and also affecting the functionality of the bands at the time of the attempted deployment. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligation procedure to treat perianal hemorrhoids performed on (B)(6) 2025. The device was unpacked and installed accordingly. It was then inserted into the patient. During the procedure, when the handle was rotated, it as noticed that the ligation bands could not be deployed. The ligator was replaced, and procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on march 13, 2025 it was confirmed that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligation procedure to treat perianal hemorrhoids performed on (B)(6) 2025. The device was unpacked and installed accordingly. It was then inserted into the patient. During the procedure, when the handle was rotated, it as noticed that the ligation bands could not be deployed. The ligator was replaced, and procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.